Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The product was retuned for evaluation. The product analysis shows that the impactor tip was broken in three parts. The reported event was confirmed. The review of the device manufacturing quality record indicates that (B)(4) products avantage impactor tip 46mm, reference a4640046, order 1229114 were manufactured on 12th september 2006. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. One other similar complaint has been recorded for avantage impactor tip 46mm, reference a4640046 within one year. According to the available data, the most probable root cause could be a normal wear of the product as it was produced in 2006. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that instrument broken with no negative impact to patient and no adverse consequences.